Event description:
Same case as MFR: 6000089-2006-02146. It was reported 3 days following a coronary artery drug eluting stenting treatment procedure, the pt experienced a stent thrombosis and a myocardial infarction. The index procedure treated two target lesions. The first lesion was located in the mid right coronary artery (rca). The de novo lesion was 90% stenosed, 3mm in diameter, and 22mm in length. The lesion was pre-dilated with a 2.50x20mm voyager balloon. The physician deployed a taxus liberte 3.00x28mm stent at 14atms. Lesion two was located in the proximal rca. The de novo lesion was 70% stenosed, 3mm in diameter, and 10mm in length. The physician pre-dilated with a 2.50x20 voyager balloon and deployed a taxus liberte 3.00x16mm stent at 8atms. The physician did not post dilated either stent; however, results were 0% residual stenosis and timi-3 flow for both lesions. The pt was discharged the following day on aspirin and clopidogrel. The pt returned two days later experiencing a q-wave myocardial infarction (mi). The mi was confirmed by ECG and cardiac enzymes. An angiography also confirmed a thrombosis in the mid rca. The physician resolved the event by performing balloon angioplasty. The results of the intervention were 0% residual stenosis and timi-3 flow. The pt was taking clopidogrel and aspirin at the time of the event. Per the investigator, these events were "definitely" related to the stent. This product is only ous approved but it is similar to the marketed us device.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8068861 found that the device met its material, assembly and product specifications, at the time of release to distribution.